Manufacturer narrative:
Additional/updated information was added to reflect the wheel assembly being returned to the manufacturer for evaluation. The result of the evaluation was that the wheels look slightly thicker on the edges, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states one of the rear casters are different and is about a 1/4" different than the other. Dealer states the back end of the chair has a wobble because of it.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states one of the rear casters are different and is about a 1/4" different than the other. Dealer states the back end of the chair has a wobble because of it.